Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that patient infusion set tape not sticking due to infusion set was caught in bed event on (B)(6) 2026.